Event description:
Additional information was received indicating the patient experienced discomfort due to the inappropriate therapy.

Event description:
It was reported that noise was noted on the device resulting in oversensing and inappropriate therapy. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.